Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 28.7cm was returned for analysis. External insulation abrasion was noted at 19.0-19.2cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
It was reported that patient presented in the or for a generator change. During the procedure, the lead was imaged and externalized conductors were observed. No electrical anomalies were noted. The physician elected to cap the lead, and a new lead was successfully implanted. Patient is well and will be monitored with routine follow-up.